Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.7 inr/2.7 inr, 3.6 inr/2.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 2: date of birth (B) (6); male; medications include coumadin once daily (therapy dates unknown), ibuprofen (therapy dates unknown), "amiprisol" once daily (therapy dates unknown),"synvastin" once daily (therapy dates unknown), amoxicillin once daily (therapy dates unknown).

Event description:
It was reported that following cervical lead placement in (B) (6) 2009, the patient experienced a burning sensation at the pocket and had difficulty recharging. The patient was unable to get more than 2 boxes when recharging. While charging, the patient was unable to get past the half way mark on the charging level. He also reported seeing the recharger "high temperature sign" and the device pocket would get hot after about 2 hours of charging. The patient had tried different methods with charging as well as different chargers. Impedance was within normal range. The stimulation appeared to be fine. The device was replaced. During the replacement, it was noted there was no evidence of lead migration or lead fractures. The patient had excellent coverage and was able to successfully recharge with excellent coupling with his new device.